Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone (unspecified model), ios 17. The customer received signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer experienced sweating and seizure, however, there was no report of treatment. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The freestyle librelink app complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported reported signal loss. Attempted to replicate the user¿s complaint using similar configurations and the user complaint could not be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone (unspecified model), ios 17 and app version 21118175. The customer received signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer experienced sweating and seizure, however, there was no report of treatment. No further details were provided. There was no report of death or permanent injury associated with this event.